Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted in the patient. Reported event was not confirmed as device was not returned for evaluation. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remain implanted.

Event description:
It was reported that during surgery, sutures pulled out of the anchor. The anchor remained in the patient and a new anchor was used to complete the surgery. No other patient harm or significant surgical delay was reported.